Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the trigger/slider was broken and torn off on the battery handpiece device. It was further determined that the magnet from the lower trigger was broken and the module did not work in the device. It was further determined that the device failed pretest for check proper function of the triggers, check function of all modes and check response of on/off trigger. It was noted in the service order that the device did not work when connected to the battery device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.